Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter did not flash when connected to the sensor and they received a lost sensor alert. Blood glucose value was 7.6 mmol/l. The customer removed the sensor and found that the cannula was missing. It was not on the sensor or in the skin. Customer was advised to monitor the site and get medical assistance if issues arise. The sensor would be replaced and returned for analysis.